Event description:
Spontaneous call from patient in process of changing one cassette and pump(s), reporting her backup pump was beeping without an error message displayed. When patient attempted to use the new cassette with the original pump, the error persisted. Patient disconnected to mix a new cassette, stating she would call back if that did not resolve the issue. Patient has not called back, so presumably the fault lay with the cassette, not the pump(s). The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette's availability to be returned for investigation is unknown. At time of writing, the event is believed to be resolved. No other information provided. No additional information, details or dates are available at this time. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we replace the cassette? Not at time of writing; did the pt have add'l cassettes they were able to switch to? I believe so, but unconfirmed; is the infusion life sustaining? Yes; what is the outcome of the event? Believed to be resolved at this time. Resolved? Likely; ongoing? Unlikely. Reported to cvs/caremark by pt/caregiver.